Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. The device was visually inspected and functionally tested. During inspection an f-66 alarm was identified. The cause of the alarm was determined to be due to a damaged sensor board. No repairs were performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump displayed an f-66 alarm. There was no patient involvement. No additional information is available.